Manufacturer narrative:
(B)(4).a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding no exceptions noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. This pump is a baxter owned device and will not be repaired.